Event description:
After an implantation period of approx. 88 months, reported oversensing with inappropriate therapy. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
In the returned state, the lead had been cut through 11cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. Especially 12cm proximal of the tip electrode, the insulation was found to be frayed. This damage is with high probability the cause of the observed inadequate shock deliveries. The observed damage pattern leads to the assumption of friction at an adjacent partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, a deformed svc shock coil and a deformed lead body 53 and 25cm proximal of the tip electrode were detected during the examination. These damages are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.